Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Dimensional testing found that the liner thickness was within specification. Provided imagery revealed the following observations: tortuosity was noted in the right access vessel and calcification was noted within femoral bifurcation. Due to the nature of the complaint event, function testing was not able to be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on returned product evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during deployment of a 26mms3u (+3 cc's) the balloon ruptured, and the inflation device filled with blood. As the fellow retracted the commander system into the sheath, resistance was encountered. At that time, it was observed that the balloon was not coming back into the sheath and the implanter was asked to quit pulling back. The fellow then pulled harder which resulted in the balloon and nosecone being sheared off into the proximal right external iliac artery." During this event, system withdrawal difficulty was reported through an edwards sheath due to a burst balloon. Two separate, damaged 14f esheath+ devices were returned for evaluation. Additionally received information clarified that only one of the two sheaths had sustained damage during the procedure. Per the returned product evaluation, the complaint sheath had distal liner tear, a liner strand, and a piece of distal tip missing. Relative to the second returned sheath, the observed damage on the complaint device is less consistent with this sheath being used during retrieval of altered balloon profile. While medical records review revealed a sheath exchange during the course of the tavr procedure, it is unknown which procedural factors/steps would have been implicated in causing the observed damage (e.g. Compromised liner integrity). Since hdpe stretching and missing material was present around the distal tip along with soft tip damage, it is it is possible that this sheath was subject to adverse interactions with patient's anatomy (calcification, tortuosity). However, due to insufficient information, a definitive root cause remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs) report, during the deployment of a 26mm sapien 3 ultra valve (+3 cc's), the balloon ruptured, causing the inflation device to fill with blood. As the fellow attempted to retract the commander system into the sheath, resistance was encountered. It was observed that the balloon was not retracting into the sheath, prompting the implanter to cease pulling back. Despite this, the fellow applied more force, resulting in the balloon and nosecone being sheared off into the proximal right external iliac artery. This caused damage to the intimal layer of the external iliac and common femoral artery, necessitating reconstruction due to device trauma. A bovine pericardial patch was utilized for patch angioplasty to reconstruct the artery. Vascular surgery was called in, and the nosecone and balloon were ultimately removed. The implanting physician attributed the balloon rupture to the calcified stj and did not believe the product malfunctioned. The extended procedure led to a blood loss of 1500ml. The patient was subsequently discharged to the ICU in stable condition. Preliminary evaluation of the sheath found that a small chunk of hdpe material was missing from the distal tip at the axial-radial interface, small piece of liner material was sticking out at the distal liner end; the liner material was pulled and detached after manipulation with tweezers, ultra tiny liner stand protruding from the other side of liner, unable to manipulate with tweezer due to very small size, stress mark noted on hdpe material below slanted scoreline, sheath liner appears to be unexpanded for 4.5" from distal strain relief; after further manipulation with tweezer, it was determined that liner had previously lifted but became stuck to hdpe due to dried blood. According to the medical record review, the operative note states that the patient presented with a foreign body in the proximal right external iliac artery. Under general anesthesia, the patient underwent the physical removal of the retained foreign body via a right femoral cutdown, thromboendarterectomy of the right common femoral artery with bovine patch angioplasty, and pta of the distal right external iliac artery and proximal right common femoral artery. The specimen included the distal aspect of the valve balloon and nose cone. Vascular surgery was called emergently to the cardiac cath lab for a patient undergoing tavr, as the balloon had ruptured and was lodged in the proximal right external iliac artery. The patient was subsequently discharged to the ICU in stable condition.